Event description:
It was reported that the device may have had premature battery depletion. The device removed and replaced. It was further reported that the left ventricle lead had noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.